Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿. Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen exiting the infusion set tubing during fill tubing. During troubleshooting with tandem's technical support, the customer disconnected/reconnected the luer lock connection successfully and saw drops at the end of the tubing. Reportedly, the pump was being used with a steroid instead of insulin or saline. The pump was not being used for insulin therapy as the customer is not diabetic.